Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a reverse shoulder the spider 2 tenet was not working properly, it would not lock and the battery was changed several times. The procedure was successfully completed without a significant delay. A mayo stand was used to hold the arm. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A foot switch was included. A functional evaluation was conducted. The unit continuously tried to pressurize. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit still continuously ran. The complaint was confirmed and the root cause has been determined to be a defective solenoid valve. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately.